Event description:
Service was requested on this device based upon a note that was found attached to the device by the facility's biomedical engineer. The note stated that the device does not work in pca mode because it would not give a pt requested dosage. The source of this note was not identified and details regarding the therapy being performed, pt demographics and pt outcome were not available from the facility's rep. The facility has no record of any pt injury or adverse outcome involving the device since its last baxter service event.